Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, pump error 68, pump error 49, pump error 75, pump error 23, device test failed. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Pump did not pass self test. Customer reported receiving a battery failed alarm. Customer did not receive another alarm after replacing battery. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Customer is not using quick bolus speed feature on an impacted pump. Customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the active current test. The pump failed the sleep current test. The pump failed the self test. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed a pump error 75 alarm on the event date of 22-jun-2024 at 16:48:54.000. Pump alarmed a low battery alert on the event date of 22-jun-2024 at 13:28:00.000. Pump alarmed 4 pump error 68 alarms on the event date of 22-jun-2024 at 16:11:41.000 to 18:12:03.000. Pump alarmed 5 pump error 49 alarms on the event date of 22-jun-2024 at 16:11:41.000 to 18:12:21.000. Pump alarmed 3 pump error 23 alarms on the event date of 22-jun-2024 at 16:12:19.000 to 20:44:03.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and label damage. Exposed to moisture was confirmed found on the battery tube, electronic assembly, motor, and force sensor. Pump error 68, pump error 49, pump error 75, pump error 23 were confirmed during testing due to moisture damage on the electronic assembly. Device test failed was confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.